Event description:
The customer states that one patient sample generated a false non-reactive result with the architect anti-hbc assay. The same sample generated a reactive result on another analyzer. No suspect results were reported from the lab and there is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of the customer's returned reaction graphs for both the initial run and retest run was conducted. The review shows that there is a significant variance in the amplitude of the chemical reaction between the initial and the repeat results of the sample currently under evaluation. The customer's belief that insufficient sample aspiration occurred could not be confirmed, as neither the returned pressure monitoring (pm) and liquid level sense (lls) logs covered the date of the occurrence. The abbott architect system operations manual ((pn 201837-105) (B)(6), 2008) and the architect anti-hbc assay package insert ((B)(4)) contain adequate information to address the customer's current issue. A malfunction of the system was not identified. No adverse trends were identified related to the issue and based on the available information, a deficiency in the system was not identified. This is a final report.